Manufacturer narrative:
The device was sent back to the manufacturer and manufacturer have completed the investigation of the returned device. From the returned device analysis, the catheter broke into 2 pieces at the hypotube area. However, no sign of damage was observed on the stent. The stent was well crimped on the balloon between two marker-bands and there was no indication of stent elongation, dislodgement, or displacement. The stent profile measurements of the returned device were within the stipulated specification. Manufacturer have examined manufacturing records of the affected production lot w22060632 as part of the complaint investigation, checking for other reports of difficulties or abnormal observations with the use of this batch of devices, and did not find any. Events linked with the device usage reported to biosensors are documented within device risk assessment and management systems. (B)(4). Biosensors internal upper threshold rate of catheter breakage event for drug eluting stent (des) obtained from post-market and clinical data is 0.03%, thus the overall catheter breakage event rate of biofreedom since product launch is remain within this threshold. All of the device history record (DHR) batches of catheter breakage events reported to date to biosensors have been analysed and we have concluded that there are no contributing factors in terms of device malfunction, design or changes in the characteristics or manufacturing anomalies or failures that could be linked to the events. Therefore, from the limited information, although a semi-compliant balloon was used to prepare the vessel prior to biofreedom stenting, it is likely insufficiently prepared. The biofreedom stent device could have been trapped at the lesion site thus during the advancement process excessive manipulation force used resulted in hypotube breakage inside the guiding catheter. In summary, we have not identified any signals in our complaint reporting and trend analysis that would suggest that there is any systematic change in the safety and performance of the biofreedom system till date.

Event description:
The incident has occurred on (B)(6) 2023, however, we (as manufacturer) are made aware of this incident on 10-mar-2023. The 76-year-old patient underwent coronary angiography. Angiography revealed a diffuse, 85% stenotic plaque located at the lad segment. The lad was wired with a terumo run-through guide wire. Pre-dilatation was done using a medtronic 2.0 x 15 mm balloon. During advancement of the biofreedom stent towards the lesion, the catheter broke after manipulation within the guiding catheter. The guiding catheter used in this procedure was the terumo al3.0. Despite several follow-up, there was no response from the physician on further information requested for the investigation, therefore, information on the event details were insufficient. Catheter break is already a known risk within the stent implantation, and may potentially cause serious injury if it were to recur. Further, due to the lack of information from the reporter, we, as the manufacturer, have decided to report it to the competent authority despite the fact that the event has caused minor injury to the patient.